Event description:
It was reported that after 15 minutes from the time the surgery begun, there was a smell similar to a "burnt wire". More energy was required from the electrosurgery unit during surgery (10 to 20 watts more). The alarm on the electrosurgery unit did not activate during the surgery. During the surgery, as a precaution, the adhesion of the plate to the pt skin was not confirmed. The injury was 8cm x 2 cm on the left flank. Based on the photos, a health professional within the company provided an opinion that the injury appeared to be a third degree burn. The lesion had a black color to it. Pt was undergoing a total prosthesis of the left knee. The length of surgery was 4 hours and pt was in a supine position. The medical intervention as reported was not clear and stated; the medical intervention required surgical cleaning in the site of the burn.

Manufacturer narrative:
Add'l info was obtained on (B)(4) 2014 that documented the injury to be a third degree burn. Base on professional expert opinion this would be a reportable event.